Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 190 mg/dl. Customer states at one point during no delivery, her blood glucose rose to 400 mg/dl. Customer resolved issue with a complete infusion set and reservoir change. Customer threw away reservoir and infusion sets, therefore, was not able to return them for analysis. Infusion set and reservoir would be replaced. No further information provided.